Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed more drastic changes in shock impedance measurements, r-wave amplitude, and rvat values. The patient was brought in for a device check and the system checked out fine; no noise, no anomalies noted. Shock impedances remained within normal range. Technical services (ts) discussed that these changes may be related to something the patient was doing that day, and it was noted that the patient is very active. Additional information received nearly three years later reported that this ICD system continued to have unsuccessful rvat tests due to noise that was sensed on the evoked response channel. A recent device check was performed on 3/4/2025 with results within normal limits. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed more drastic changes in shock impedance measurements, r-wave amplitude, and right ventricular auto-threshold (rvat) values. The patient was brought in for a device check and the system checked out fine; no noise, no anomalies noted. Shock impedances remained within normal range. Technical services (ts) discussed that these changes may be related to something the patient was doing that day, and it was noted that the patient is very active. Additional information received nearly three years later reported that this ICD system continued to have unsuccessful rvat tests due to noise that was sensed on the evoked response channel. A recent device check was performed on 3/4/2025 with results within normal limits. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that this ICD system exhibited unsuccessful right atrial auto-threshold (raat) tests due to noise. Of note, atrial pace impedance measurements have had sudden drops of 150 ohms or more, and shock impedance measurements also dropped 20 ohms then recovered. Engineering was notified of this lead behavior for further investigation. Upon review, there were no suspicious faults or resets, and power had been normal and stable. In 2022, shock impedance measurements were decreasing and ra impedance measurements were rising, which may be consistent with lead-on-lead abrasion. At this time, impedance measurements reasonably suggest lead insulation remains intact. Commanded shocks were recommended for further investigation, however this situation can be monitored for now. This ICD remains in service. No adverse patient effects or interventions were reported at this time.